Event description:
It was reported that the patient underwent revision surgery involving their inflatable penile prosthesis (ipp) due to a kink in the tubing connected to the reservoir component. The reservoir was explanted and replaced as a result. The cylinders and pump components remain implanted in the patient. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.